Event description:
It was reported that the female connector of a minicap extended life pd transfer set was difficult to connect to the patient line of the homechoice automated pd set with cassette. This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.